Manufacturer narrative:
The respironics service tech confirmed the reported problem. The service tech reported the exhalation pressure transducer stayed at zero during extended self testing (est). The service tech replaced the sensor board. Performance verification testing was performed, and the unit passed to specs. The sensor board was returned to the factory for analysis. Factory analysis confirmed the customer reported event, and reported finding physical damage of the l9 inductor on the board.

Event description:
The customer reported the ventilator failed during extended self testing. The respironics service tech reported a problem with the exhalation pressure transducer on the sensor board. The ventilator was not in use at the time of the reported problem.